Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the device stopped uploading and was in retry mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in upload retry mode. A technical support specialist performed the knowledge article procedure (retry mode: tx. Encounteritemtransaction or adt.u serencounterassociation). The retry error details were used to verify that the related patient was a purged encounter. The technical support specialist logged into the station and ran a device events report on the patient. The tss followed the knowledge article and followed procedure for handling incorrect encounter actions which includes patient verification, customer communication, documentation and monitoring and verified that synchronization information reflects the current date and time for both last upload and last download. The database was backed up before proceeding with skipping, following the knowledge article procedure for (decrypting the station db for backup). The synchronization issue on the station has been successfully resolved. A database backup was created to ensure data integrity and found the station was rebooted, and post-reboot, all necessary services were verified to be up and running. The system functioned as intended after the technical support specialist had troubleshot the device.